Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H3: product information is unknown. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information at this time.

Event description:
It was reported in a journal article that one patient dislocated post-operative day 1 and was treated with closed reduction. Due diligence is in progress for this complaint; to date no additional information has been received.

Manufacturer narrative:
(B)(4). G2 report source: foreign: switzerland. Literature: jana f. Schader, caroline thalmann1, katharina s. Maier, tom schiener, karl stofel2,3 & arno frigg (2023) prospective evaluation of clinical and radiographic 10-year results of fitmore short-stem total hip arthroplasty. Journal of orthopaedic surgery and research. (1-6). Https://doi.org/10.1186/s13018-023-04359-3. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that one patient dislocated post-operative day 1 and was treated with closed reduction. The author indicates that the patient sustained a dislocation due to postop soft tissue laxity. Due diligence has been completed for this complaint; to date all available additional information has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. A review of the complaint history could not be performed due to missing reference and lot numbers. The author of the study claims that there was no trauma; the dislocation was most likely caused by postoperative soft tissue laxity. Follow up response indicated that the patient dislocated the day after initial surgery due to postoperative joint laxity. During a total hip, the lower extremity and joint soft tissues are stretched, pulled, twisted, and flexed in multiple ways to gain access for implantation. After the final implants are in place, a final range of motion check is performed to verify size, compatibility, and stability of the implants. However, the procedure is carried out under general and/or spinal anesthesia which further relaxes the soft tissues of the hip, predisposing the joint to instability. The patient is then at increased risk for dislocation until the anesthesia and additional pain medications are fully metabolized and the soft tissues are strengthened with weightbearing exercise. The complaint indicates that a postoperative dislocation occurred with postoperative ligament laxity being a contributing factor. Based on the new available information, it can therefore be assumed that the dislocation was most likely caused by postoperative soft tissue laxity. However, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.